Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software; product ID th90t02 lot# serial# (B)(6) product type mobile platform; product ID th90t02 lot# serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider and patient via a company representative (rep) regarding the patient receiving unknown medication via implanted infusion pump. It was reported that the patient's hand-held bolus device hangs at 90% every time it connects with the pain pump and takes 4 minutes to fully connect. The transmission hangs when applying the bolus (after pressing the play button, the connection builds up to 90% and after that it hangs again for about 4 minutes). The handset did not display an error message, and the protocol on the tablet also seemed to be inconspicuous. The communicator could not be reset (pressed on the power button for 30 seconds continuously). A complete closure of all programs and shutting down and restarting the handset did not cause any change. A transfer and proper connection at normal speed was possible with the clinician programmer, without delay. The "exit workflow" feature ensured proper carryover and completion of the session without interruption. The next steps were sending the replacement, follow-up in the pain outpatient clinic for joint recoupling with the patient. Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the replacement communicator was also defective and did not allow bluetooth connection to be established, not even after reset. Pressing for 30 seconds continuously nor pressing 60 seconds continuously fixed the problem. There was no reaction at all. The replacement communicator took 3.5 hours to fully charge. According to the logs provided service code 527: the programmer time may be incorrect, was also observed. The medication noted in the pump at time of event was baclofen (1 379.3 mcg/ml,412.2 mcg/day) and morphine (3.1 mg/ml, 0.9265 mg/day). The software version used at time of the event was unknown. Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the implant date of the pump was provided. Information was received from a company representative (rep) regarding an external device. It was reported that a new th90t02 was no pairing with the tm90. The bluetooth led on the tm90 was not active. The rep performed multiple resets of the tm90, but the issue could not be solved. Technical services recommended the rep to replace the th90t02. No further information was reported. Additional information received from a foreign manufacturer representative (for, rep) indicated that the customer accidentally threw the old myptm away, so they could not ship it back for further checkups.